Event description:
Devilbiss healthcare, llc. Is the manufacturer of the devilbiss model 525ds oxygen concentrator. We were notified of this incident and are filing this report with limited data. The information we received to date states there was a fatal home fire incident, in which the deceased was using an oxygen concentrator. The cause of the fire is unknown. The concentrator was destroyed in the incident and cannot be evaluated. The incident is under further investigation. We will submit a follow-up report once additional data is obtained.

Event description:
Devilbiss healthcare, llc. Is the manufacturer of the devilbiss model 525ds oxygen concentrator. We were notified of this incident and are filing this report with limited data. The information we received to date states there was a fatal home fire incident, in which the deceased was using an oxygen concentrator. The cause of the fire is unknown. The concentrator has not been retrieved for evaluation. The incident is under further investigation. We will submit a follow-up report once additional data is obtained.